Manufacturer narrative:
An investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Affiliated MDR# 3011649314-2026-00710. Manufacturer reference: (B)(4).

Event description:
It was reported that glidewell ht implants placed at sites #26, #25, #24, and #23 became loose and required removal. The issue was reported by (B)(6). The patient had a history of tongue thrush, with bone quality classified as type ii and good oral hygiene. The implants were placed on (B)(6) 2026 following immediate extraction and were immediately loaded. The occurrence of the event was within three weeks of implant placement, and the patient presented with the issue on (B)(6) 2026. Symptoms observed included pain and abnormal bone loss around the implants. The implants were removed on (B)(6) 2026, and instruments were used to retrieve the components. The symptoms resolved following removal. No permanent injury was reported. The patient required additional medical intervention, including implant removal and grafting, and plans for replacement were reported while the patient is currently healing. No abnormalities with the implants or packaging were reported.